Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. A revision procedure was performed and this lead was surgically abandoned. The patient's device was also explanted for normal battery depletion. No additional adverse patient effects were reported.